Event description:
It was reported that the ilet did not charge despite attempts with multiple outlets, charging with the case removed and the device oriented upward, and use of a replacement charger, leading to a replacement ilet being sent. No reported clinical effects. Outcomes included no impact to the user beyond device replacement. Investigation included customer troubleshooting and arrangements for device shutdown, data sync to the mobile app, and return of the original device with a provided shipping label. Investigation of this case revealed a noncharging condition consistent with a device charging or power component problem. It was concluded that the device experienced a charging failure; the replacement device will require standard startup and data will not transfer. The user was instructed to continue cgm monitoring with the dexcom g7 app or receiver.